Event description:
I had essure coils inserted in (B)(6) 2011. A rep from conceptus was present during implantation and ensured that the coils were correctly placed. By the time I returned to have the hsg test done three months post implant, I was still struggling with stabbing pain where the coils were placed and exhaustion. I was told that the placement was correct and that I was now sterile. For the past year, my symptoms have grown worse and have increased to include: extreme exhaustion, migraine headache, a blister like rash on my chest, shoulders and upper thighs, heavy bleeding and clotting during my period, joint pain and swelling, lower back pain and swelling, tingling and numbness in hands and feet and nerve pain. I had tests done on my thyroid, had liquid from the rash tested etc with no answers. I went to the ob/gyn and they found that the coil had migrated farther into my fallopian tubes, that I had cervical and endometrial polyps, that my hematocrit level was low and that I had an atypical pap smear. With the exception of my hematocrit level, I have never had any gynecological problems prior to the insertion of essure. I am now faced with having to have hysteroscopy as well as having the coils and my fallopian tubes removed.